Event description:
Information received indicates the weld for the bracket on the frame that holds the siderail is broken on the head and foot. The siderail was off of the bed.

Manufacturer narrative:
Repairs have not been completed.